Event description:
It was reported the dilator tip was found damaged during use on the patient. "The superior physician instructed emergency plasma exchange treatment. At 19:10, the tip of the expander was split in half during the right jugular vein catheterization, which could not be seen carefully and could not be used normally." The physician was called to assist with catheterization. "Due to the patient's aging and thinner skin, the catheter was slowly inserteted and finally succeeded without causing any adverse effects on the patient."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the dilator tip was found damaged during use on the patient. "The superior physician instructed emergency plasma exchange treatment. At 19:10, the tip of the expander was split in half during the right jugular vein catheterization, which could not be seen carefully and could not be used normally." The physician was called to assist with catheterization. "Due to the patient's aging and thinner skin, the catheter was slowly inserteted and finally succeeded without causing any adverse effects on the patient."